Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; spontaneous thrombosis of large splenorenal shunt during balloon-occluded retrograde transvenous obliteration in a patient with chronic persistent hepatic encephalopathy. Is this catheter assisted trans-venous occlusion? Lijesh kumar,cyriac abby philips, prakash zacharias, sudarshan patil, philip augustine doi:10.4081/gi.2017.6906. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon catheter was attempted to be implanted in a patient during a balloon-occluded retrograde transvenous obliteration (brto) procedure for the endovascular treatment of psss (porto-systemic shunt syndrome) and hepatic parkinsonism on an unknown date. It was attempted to implant a number of other non-mdt balloons in addition to the reliant balloon. The introduction of a balloon catheter was found to be difficult due to the posteriorly placed tortuous splenic collateral complex acutely opening into the patient's splenorenal shunt. In order to avoid a prolonged requirement of anesthesia, the procedure was abandoned, and another attempt was made after 48 hours. This time again the repeat attempt of cannulating the shunt was found to be futile. An intra-procedural doppler ultrasonography showed partial thrombosis of the splenic vein at the junction of the splenorenal shunt with the complete thrombosis of the collateral complex and the splenorenal shunt. The computed tomography of the abdomen confirmed these findings. It was reported that the brto procedure could not be completed due to the difficult collateral anatomy during the first attempt and due to the complete obliteration of the shunt system during the second attempt. It was reported that inadvertent catheter related obliteration of the venous shunt system had already taken place during the second attempt at the procedure- a goal that had been aimed to achieve with the brto procedure - making the current procedure a sort of catheter assisted transvenous obliteration (cato) of the shunt. As the shunt was not associated with esophageal, gastric or ectopic varices it allowed for extensive thrombus development within the whole shunt system. This accidental shunt obliteration simulated a functional balloon-occluded retrograde transvenous obliteration (brto). As per the authors the reliant balloon did not contribute to any adverse events. No additional clinical sequelae were reported, and the patient is being monitored.